Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-discharge check the right atrial lead exhibited loss of sensing. It was noted that the lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable.